Event description:
It was reported that the insert would not strap onto the baseplate. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Event description:
"Oblem".